Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance and failure to capture. The rv lead was explanted and replaced. The patient was in stable condition.